Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer fault 122" and "pacer fault 126" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.